Manufacturer narrative:
Additional information was received that no further action will be taken due to non-device related issues. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having to charge their ipg more often. Multiple troubleshooting attempts were made but were not successful. A bsc field clinical engineer met with the patient and determined, through analysis of the ipg database, that the battery was depleting too quickly. The physician will replace the patient's ipg.

Event description:
A report was received that the patient was having to charge their ipg more often. Multiple troubleshooting attempts were made but were not successful. A bsc field clinical engineer met with the patient and determined, through analysis of the ipg database, that the battery was depleting too quickly. The physician will replace the patient's ipg.